Manufacturer narrative:
Device history lot: part: 412.213s, lot: l770177, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 13.feb.2018, expiry date: 01.feb.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient's fractured bone was dislocated from its proper position. Initially, the femoral neck system (fns) was applied to an unknown surgery, on (B)(6) 2018. Based on x-ray review, fns plate, bolt and antirotation screw migrated/cut-out. A revision surgery to replace the implant to an artificial bone or bipolar hip arthroplasty was performed on (B)(6) 2019. The doctor thought that the cut-out was caused by pseudoarthrosis. It took some time to remove the screw, but the reoperation was completed successfully. Patient outcome was unknown. Concomitant medical products reported: locking screw with stardrive self-tapping l38mm (part #: 412.213s, lot #: l770177, quantity: 1). This report is for one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 38mm-sterile. This is report 4 of 4 for (B)(4). This complaint captures the post-operative event, while (B)(4) captures the intra-operative event.